Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). No product or batch non-conformance was identified. Although requested, the customer did not provide samples for investigative testing. The customer stated that they had planned to perform confirmatory testing at another site, but the results of this testing was not provided. This was a validation study and none of the results were reported to physicians. Testing of the complaint kits by roche global customer service generated acceptable results for kit controls and qc standards. No false results were generated. Results discrepancies may be expected between assays due to potential differences in the test's limit of detection (lod) and intended uses. (B)(4).

Event description:
A customer in the us is alleging discrepant results were generated during a validation study using the kit cobas 4800 hpv amp/det 240t us-ivd (m/n 05235880190; lot p01753) and either a roche test (unknown) or comparator (cervista, hologistics). Three data sets were included in the study: sets 1 and 2 - 22 discrepant results were generated out of a total of 150 samples using preservcyt (on-label sample types) set 3 - 15 discrepant results were generated out of a total of 100 samples using surepath (off-label sample types). The results are a mixture of (B)(6) - roche to roche or comparator test. Confirmatory testing is in progress. None of the results have been reported to physicians.